Event description:
It was reported to baxter (B)(4) that an infusor lv10 device leaked during patient therapy. The device was filled with 5-fluorouracil. According to the reporter, the patient was connected to the infusor through a 3 way stopcock at the hospital for a 24 hour therapy. After 3 or 4 hours of infusion, a leakage was observed at the luer connection between the three way stopcock and the infusor. The nurse could not visually identify the precise source of the leakage. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a posterior cuff miss occurred and a second proglide device was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found approximately 2 inches of monofilament exposed at the guide and the needle tip still attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. During the investigation, the plunger was reinserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.